Manufacturer narrative:
Npb received a report of a house fire. The dme reported that the following appliances, medical devices, and power supplies were configured as follows: two extension cords were connected to a single surge protector that powered a lamp, clock, CPAP, humidifier (without water), and an oxygen concentrator. It was also reported that one of the power supply adapters was found damaged and formerly repaired with black tape by the user. Also, the two power extension cords and surge protector appear to be third party off the shelf products and not supplied by npb. This incident is currently under investigation and a follow up report will be submitted when the investigation is completed.

Event description:
Npb received a report of a house fire.